Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white calcification in the surface of the shell and brown particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported right side deflation. Device has been explanted.